Event description:
Post pyloric nj [nasojejunal] tube broke inside patient's abdomen. Pt. Removed part on nj during extubation. Remainder of nj tube was seen on xray. Pt. Was taken to or by gi team and the remaining portion of the tube was removed successfully. 6f nj tube was inserted at [redacted] at 0900. Patient was on continuous feeds of 42ml/hr of formula and mbm [mother's breast milk]. The patient was on aspirin which required crushing and irrigation with water q day.